Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The exact age of this pt is not reasonably known to dexcom. The patient's age has been estimated to be >18 years based on narrative info contained in the patient's complaint file. The patient's age is reported as an estimate per the instructions for form FDA 3500a.

Event description:
Patient's physician contacted dexcom technical support on 02/10/2011 to report that patient's receiver did not alert him during an extreme low. At the time of the event, pt did not feel well and was staggering. Patient's family called paramedics, and paramedics administered glucagon shot to pt. Pt was not taken to a healthcare facility and was fine at the time of his physician's call to dexcom technical support.